Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-feb-2020, UDI#: (B)(4). H3. Analysis of the communicator found failed battery charging bench test tm90 recharging circuitry is damaged( found micro usb hub bracket broken, burnt diode on charge board and fully swollen battery). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported that the back of the communicator was cracked for about a year and it was getting worse and wouldn't work. During the call, the reporter mentioned that the patient was in the hospital for quite a while with pancreatitis and they slowed down the pump and the patient went to use the communicator and saw how cracked it was. A replacement communicator was requested from the repair department. No patient injury reported.